Manufacturer narrative:
Additional information: evaluation summary: the device history record (DHR) was reviewed and no discrepancies were found. Three sample was received for evaluation and the reported condition could not be confirmed. A visual inspection was performed and it was observed the cannula presents damage (it is deformed). The connector presents a crack and the flanges have been shrunken, which would have been detected immediately in the manufacturing process since that defect is extremely obvious, besides a functional test was performed and the obturator was inserted at the cannula and it was observed the cannula presents a slight resistance to insertion and extraction due the damaged component condition detected in the sample. Related with the manufacturing process, the 15 mm flange- connector is not exposed to a high heat during the process and all manufacturing controls were found acceptable and effective to detect the reported failure mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the user stated the problem with the tracheostomy tube is the obturator seems that it was in too tightly. When the tracheostomy tube was inserted into the trach stoma and the patient went to remove the obturator from the trach, the entire trach was pulled out. There was no patient harm reported in this event.

Event description:
Medtronic received a report that when the patient went to remove the obturator from the tracheostomy tube, the tracheostomy tube came out. There was no patient harm reported in this event.